Event description:
Citation: simon et al. Endovascular treatment of side wall aneurysms using a liquid embolic agent: a us single-center prospective trial. Neurosurgery 67:855-860, 2010 doi: 10.1227/01.neu.0000374772.22745.c3. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: during treatment of a left superior hypophyseal aneurysm in a patient, too much onyx hd-500 was injected before inflation of the balloon protection. There was premature embolization of the onyx, which exited the ophthalmic segment aneurysm. One small fragment (approximately 1mm) was identified in the middle cerebral artery angular artery. Injection was halted, and abciximab was administered. Due to these events and the inexperience with onyx hd-500 at that time the procedure was aborted and the aneurysm was embolized with guglielmi detachable coil (gdc). The patient awoke from the procedure with decreased vision in her left eye and mild right hand weakness without drift. At 6-month follow-up, her weakness had resolved, but her vision persisted.

Manufacturer narrative:
Article website: http://journals.lww.com/neurosurgery/abstract/2010/09000/endovascular_treatment_of_side_wall_aneurysms.37.aspx. The lot history record review was not possible since the lot numbers were not reported. The onyx was not returned for analysis as they were consumed in the event; therefore, the event causes could not be determined. (B)(4).